Event description:
The clinician reports the implant was inserted (B)(6) 2022 in ada 30. On (B)(6) 2022, the implant was removed upon patient¿s request. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.